Event description:
Tip of mac introducer looked questionable, and discolored. (The introducer in the kit had a brown area at the tip that looked questionable for sterility.) Kit was not used. A new kit was obtained and utilized for the central line placement.